Event description:
Per the clinic, the patient developed a middle ear infection and cholesteatoma. Subsequently, the device was explanted (date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2025.